Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the standalone maxzero leaked while attached to the patient's PICC line. There were no interventions required and no harm caused to the patient.

Event description:
The customer reported that the standalone maxzero¿ leaked while attached to the patient's PICC line. There were no interventions required and no harm caused to the patient.

Manufacturer narrative:
The customer¿s report that the maxzero leaked was confirmed. Pressure testing was performed and a leak from the maxzero component was observed. Inspection under magnification showed a microchannel on the interior maxzero wall that allowed fluid to leak. The cause of the leak is a microchannel found in the maxzero. The root cause of the microchannel is a manufacturing issue.